Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00185.

Event description:
It was reported that during the procedure the driver was loose (did not seat the screws properly) when driving the screws in and the handle would not forward ratchet. There was no further surgical or patient information provided. This is event one of two.

Manufacturer narrative:
The part and lot information on the returned device matched the information in the complaint file. Visual inspection found that the tip of the driver was deformed: the outer lobes have been bent and are no longer straight. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the driver was loose (did not seat the screws properly) when driving the screws in and the handle would not forward ratchet. The complaint is confirmed. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Screwdriver tip or alignment block fracture, disassembly, or stripping can occur when the driver is over torqued or if there are mating or alignment issues with the screw where the torque is not transmitted adequately from the screwdriver to the screw.

Event description:
It was reported that during the procedure the driver was loose (did not seat the screws properly) when driving the screws in and the handle would not forward ratchet. There was no further surgical or patient information provided. This is event one of two.